Event description:
It was reported that the balloon ruptured causing the procedure to be aborted/rescheduled. A mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The physician inserted the catheter over a terumo 0.035 guidewire, and upon treatment of the area the balloon ruptured with a single inflation at 40 atm for 40 seconds. When trying to remove the balloon from the patient, there was resistance and the balloon got stuck on the guidewire causing the balloon to separate from the shaft. They removed the shaft along with the curled up mustang (entire balloon was removed) together with the sheath. As a result of the sheath also being removed, they did not proceed with the procedure and will reschedule the patient for another date. The patient was not sedated at the time of the issue, and no patient complication were reported.

Manufacturer narrative:
Corrections: d4: lot number, d4: expiration date, g1 manufacturing site, and h4: device manufacture date. Device eval by manufacturer: returned product consisted of a mustang balloon catheter, where the proximal marker band was completely detached from the device and was not returned for analysis. A visual and tactile examination found the shaft of the device to have completely detached 12mm distal from the proximal balloon bond. Severe stretching and accordioned damage were noted on the inner balloon shaft, causing the distal marker band to be damaged and had moved along the shaft due to stretching. A balloon partial circumferential tear was also identified located approximately 17mm distal of the proximal balloon sleeve. From the partial circumferential tear, the balloon was also torn longitudinally.

Event description:
It was reported that the balloon ruptured. A mustang balloon catheter was selected for use in a percutaneous transluminal angioplasty (pta) procedure. The physician inserted the catheter over a non-bsc 0.035 guidewire, and upon treatment of the area the balloon ruptured with a single inflation at 40 atm for 40 seconds. When trying to remove the balloon from the patient, there was resistance and the balloon got stuck on the guidewire causing the balloon to separate from the shaft. They removed the shaft along with the curled up mustang (entire balloon was removed) together with the sheath. As a result of the sheath also being removed, they did not proceed with the procedure and will reschedule the patient for another date. The patient was not sedated at the time of the issue, and no patient complication were reported. It was further reported that the procedure was being performed to treat 80% stenosis. The target lesion contained severe calcification and mild tortuous severity. It was also noted that the balloon ruptured in a transverse tear.